Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The device functioned normally during pal testing. The cause of the iipv was determined to be: insufficient drain- one or more cycle advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 3235ml. The largest prescribed fill volume is 2000ml, this meets iipv criteria. Product surveillance spoke with the nurse on (B)(6) 2010. According to the nurse the patient did not report any symptoms of overfill, however, she is aware that the patient is having issues with drains. The nurse stated that they are monitoring the patient's drains and they believe it might be related to his catheter. The patient resumes therapy. There was no patient injury or medical intervention associated with this event.